Event description:
Customer reports the use by date on the compact test strip vial as 9/2009. Manufacturer's batch record confirmed the actual use by date to be 03/31/2009. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Retention samples have expired, therefore, only historical data is available.